Event description:
The user facility reported, the housing separating during use. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
Corrected data: d9/h3.

Event description:
The user facility reported, the housing separating during use. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event; no further information was received.

Manufacturer narrative:
The reported event was not duplicated, the battery housing was not available for evaluation. Without the battery housing we are unable to determine what caused the reported event. H3 other text : device is lost.

Event description:
The user facility reported, the housing separating during use. The broken housing could cause the non-sterile battery to be exposed to the sterile field. Attempts are being made to obtain additional information about the event; no further information was received.